Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was dropped and the device was screaming at the customer. Customer did not know their blood glucose at the time of incident. Customer sated the device had damage on the left hand side and the back of the screen. Customer was unable to put the insulin pump on storage mode. Customer was advised it will take the device 10 minutes for it to stop alarming. The insulin pump is returning for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit also received with cracked case and cracked case on the side of pump.